Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient currently receiving hydromorphone at 2mg/ml at 0.7935mg/day and morphine 1mg/ml at 0.39675mg/day via an implantable pump. The patient had previously been receiving hydromorphone at 2mg/ml at 0.7935mg/day. It was reported that on friday (B)(6) 2017 the patient's pump was supposed to be filled with dilaudid 2.0 mg/ml but instead was filled with morphine 1.0 mg/ml. Troubleshooting was reviewed. The reporter did not know if the patient had symptoms. On (B)(6) 2017 additional information was received reported the patient was notified by the healthcare providers office to come in. The healthcare provider who reported they were attempting to correct the programming error. The healthcare providers office was to remove the morphine and place the correct drug (dilaudid) back into the pump. The healthcare provider stated they have injected the correct drug in the reservoir and was now programming. The healthcare provider the bridge would run for 22 hours and the pump was successfully updated to the correct information.